Event description:
It was reported by the patient's wife that after the patient died, the physician interrogated the device and said the device never went off. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic revealed the patient had a transplant in 2004 for dilated cardiomyopathy, was not pacemaker dependent, and had an intact conduction system. At the last check, it was noted the patient had 2 ventricular fibrillation episodes and had received one shock due to t wave oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.